Event description:
Event description cpi received information that this implantable pulse generator (ipg) was removed due to a loss of capture. It was also noted that one of the leads had microdislodged and possibly fractured. However, it is unknown if the lead was manufactured by guidant. Attempts to obtain further information regarding the device's location and the lead model and serial number were unsuccessful.